Event description:
The patient experienced "flu-like" symptoms for which he consulted his md. The patient was subsequently found unconscious and was hospitalized for elevated blood glucose levels, dka, severe dehydration, renal failure, and hypothermia. The patient's mother reported that following the event the pump was unresponsive to button presses, no further information regarding pump function was available.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient's mother stated that the pump location was unknown and therefore it has not been returned. The patient's endocrinologist was contacted and reported that the patient had not been seen by their office in three years. Animas is attempting to contact the patient's primary care physician to obtain additional information about this event. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions cana be made at this time.